Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) revised due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device evaluation and coding provided in event description and evaluation result and conclusion codes.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) revised due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.